Event description:
During a bi-correctional osteotomy, left, the threaded tip of a threaded guide wire broke off inside the patient. The broken tip fragment was retrieved from the patient. A non-synthes, non-threaded k-wire was available and was used instead. The headless compression screw was then implanted using the non threaded k-wire. There was no further information given on the patients recovery.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.